Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, nearly at the end of the procedure, over 20 good seals were completed before the problem occurred, the device was difficult/impossible to open and was applied to tissue when the issue happened. The device did not get stuck on tissue, and knife blade was not extended/exposed. There was no patient injury.